Event description:
User experienced a leak which appeared to be coming from the front of the analyzer. No patients involved. The operator was not harmed. The field service representative determined the cell clean was leaking through a crack in the tubing and replaced the tubing. Performance tests were performed.